Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to multifocal intolerance. Patient was additionally noted to have glare.

Manufacturer narrative:
Observations on the returned product lenses: two (2) explanted lenses were returned to the quality assurance laboratory. One lens was received cut in half. The other lens was received cut in three (3) pieces. The identity of the returned lenses could not be confirmed and thus it was unknown which lens belonged to which complaint. Unable to identify the correct lens. No further investigation was possible. A review of the manufacturing records was performed. Sterilization batch was released and there were no non conformances related to the complaint. There were no associated nonconformity material reports. There were no environmental monitoring related non conformances. The production order was not produced under deviation. There were no process and/or material changes. Based on the manufacturing record review and historical review no non conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.